Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4). Device investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with crease. Leak testing was performed, according to mentor procedure, and it revealed a tear on the anterior view measuring approximately 0.5 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with a 700cc mentor memorygel breast implant on the left side, suffered left breast implant rupture, post-procedure. As a result, the patient underwent unilateral removal and replacement with a 700cc mentor memorygel breast implant (catalog: 3507004bc lot: 9483423 sn: (B)(4) on (B)(6) 2020.